Event description:
Reportedly, during an implant attempt, insertion of the subject lead through the left cephalic vein became impossible. Upon extraction, damage to the lead in the distal section was identified.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.